Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was unable to recover. A field service engineer found that there were no ghost failures present at the station and that all drawers were accessible. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported that when using the bd pyxis medstation system, there was a drawer failure that did not display on the screen for recovery. The customer reported that the user was unable to retrieve medications for a patient , resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.